Manufacturer narrative:
Qn# (B)(4). The customer returned one, opened cvc kit with multiple components for analysis. The guide wire will be analyzed as part of this complaint investigation. Signs-of-use in the form of biological material was observed on the guide wire tubing. Visual analysis revealed three major kinks across the guide wire body. Additionally, the distal j-bend appeared slightly misshapen. Microscopic examination confirmed the kinks and revealed that the distal and proximal welds were spherical and intact. The kinks in the guide wire measured 34mm, 280mm, and 332mm respectively from the distal tip. The guide wire total length measured 602mm, which is within the specification limits of 596mm-604mm per the guide wire graphic. The guide wire diameter measured .802mm, which is within the specification limits of .788mm-.826mm per the guide wire graphic. The guide wire was passed through a lab inventory ars/introducer needle assembly. Minor resistance was observed at the kinks; however, the guide wire was able to pass completely through the assembly. A manual tug test confirmed that the proximal and distal welds were secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user "do not cut spring-wire guide to alter length. Do not withdraw spring-wire guide against needle bevel to minimize the risk of possible severing or damaging of spring-wire guide". The report of a kinked guide wire was confirmed through complaint investigation. Visual analysis revealed three kinks across the guide wire body. Additionally, the distal j-bend appeared slightly misshapen. The guide wire met all relevant dimensional and functional requirements, and a device history record review did not reveal any relevant findings. Based on the customer report and the sample received, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports that the swg (spring wire guide) was kinked during patient use.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the swg (spring wire guide) was kinked during patient use.